Event description:
The customer contact reported broken touchscreen. The device was returned to the biomedical department with a report of could not push the buttons on the screen, they do not align. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the keys were not aligned as expected. The probable cause was due to contamination caused by fluid ingress on the bottom of the touchscreen connectors. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.